Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he was in a hospital for an event unrelated to diabetes. The customer stated that while in the hospital, he performed comparison testing between the blood glucose readings obtained on the contour next one meter and a different meter. The customer stated that the reading on the contour next one meter was 44 mg/dl higher compared to that obtained on a different meter. No specific readings were provided. The customer stated that he took insulin based on the high reading and experienced symptom of hypoglycemia such as shakiness. No further event details were provided. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found. The initial report indicated the device manufacture date for the contour next one serial # (B)(4) as 14-apr-2016. The correct device manufacture date is 02-may-2016.